Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was poor barrier separation of sample. This event occurred 2 times. The following information was provided by the initial reporter. It was reported that there was a gel separation issue. 1 or 2 tubes were drawn on other dates, but were not saved, one tube did have the gel above the plasma and cells. We were not able to centrifuge the gel down after the initial centrifugation. Poor barrier appears occasionally. Tubes are kept at room temperature and most tubes kept upright til centrifuged. Additional information: (B)(6) 2021: customer states "unfortunately we didn't notice the draw volume on the tubes. We initially thought the first 1-2 were related to patient's condition. The proteins if I remember correctly were not elevated, like you might find in multiple myeloma."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were tested for poor barrier separation. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0316494, medical device expiration date: 2021-11-30, device manufacture date: 2020-11-11. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was poor barrier separation of sample. This event occurred 2 times. The following information was provided by the initial reporter. It was reported that there was a gel separation issue. 1 or 2 tubes were drawn on other dates, but were not saved, one tube did have the gel above the plasma and cells. We were not able to centrifuge the gel down after the initial centrifugation. Poor barrier appears occasionally. Tubes are kept at room temperature and most tubes kept upright til centrifuged. Additional information: 11feb2021: customer states "unfortunately we didn't notice the draw volume on the tubes. We initially thought the first 1-2 were related to patient's condition. The proteins if I remember correctly were not elevated, like you might find in multiple myeloma."